Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via company product specialist to our local affiliate (B)(4). Initial and additional info received on (B)(6) 2008 respectively and were processed together. This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) on (B)(6) 2008 (batch 1a7022, expiration 10/2009) for an unspecified indication. Relevant medical history and concomitant medications were not reported. The pt reports she developed subcutaneous nodule/lump after receiving first treatment of poly-l-lactic acid treatment on (B)(6) 2008 of the upper part of the face (i.e. Above eyebrows, 1 ml at each side; temples 3 ml at each side; cheekbones 2 ml at each side and nasolabial fold 1 ml at each side. The nodule is visible, the size of a pea, and is located at the right temple (where the eyebrow stops) where the physician gave the injection. The nodule does not cause any pain but the pt is cosmetically bothered by it. The pt also has a nodule on the left side, but this is smaller and not visible. Event outcome is ongoing. Reporter's causality: not specified. (B)(4). Additional info received on (B)(4) 2008: (B)(4) results were received. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn¿t show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow-up info received on 12/18/2008 and 01/21/2009 respectively were processed together: the pt reported to a company product specialist that she had somewhat of an effect from the steroid treatment (nos) on the temples, which she received due to the adverse event. The nodules on her forehead are still present, and that at some point in time she wants the nodules removed. She also reported that she now has also developed pigmentary changes after poly-l-lactic acid treatment. This pt had another event of nodules, refer to associated case (B)(4). Addendum for follow-up info received on 03/31/2009: a company product specialist reported that poly-l-lactic acid was not reconstituted with 4 ml of sterilized water and 2 ml of 2% lidocaine. No new info was available concerning pt outcome. Addendum 06/15/2009: upon internal review it was discovered that the follow-up info received on 03/31/2009 was reported incorrectly. The info above should have said that "poly-l-lactic acid was reconstituted with 4 ml of sterilized water and 2 ml of 2% lidocaine."